Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same date of diagnosis, the patient was hospitalized and was treated with heparin injection (0.5ml, at bedtime (hs), intraperitoneal, ongoing), vancomycin injection (1gm, every 5 days, intraperitoneal, ongoing) and ceftazidime injection (1gm, at bedtime (hs), intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was still hospitalized and recovered from the events after two days from the event onset. Pd therapy was ongoing. No additional information was available.